Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused oxaliplatin during therapy. In the bag there was 589 ml volume and the pump was programmed to infusion 300ml/hr for two hours. After one hour of infusing, the bag was empty. The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.